Event description:
A customer reported a clear fluid leak from coulter act diff2 hematology analyzer. The customer noticed the leak after performing a startup and resolving a low diluent alarm. The customer opened the front door and noticed the baths were full and not draining. The customer was wearing personal protective equipment. There was no report of any patient samples or results being affected by the bath overflow. No one sought medical attention and there was no death, injury or change to patient treatment attributed to this event. Msds was not reviewed but the customer has an exposure control or risk management plan in place.

Manufacturer narrative:
The field service engineer (fse) found that the waste drain pump not operating correctly, and replaced the pump. The fse verified the system performance. Root cause of the bath overflow was waste pump not operating properly. (B)(4).